Event description:
Procedure: pneumonectomy. According to the reporter: the pt had pneumonography surgery approximately 5 or 6 yrs ago. The reporter stated that an endo gia might have been used in the surgery. The surgery date is not known. It is not known if there were problems noted during the surgery. The pt has since reported that an unidentified material was found in bloody sputum. The pt received no treatment for this condition. The surgeon has questioned if the material is piece of staple used during the surgery. The pt condition is reported as ok.

Manufacturer narrative:
(B) (4). (B) (4).